Event description:
It was reported that telemetry of a surrogate (leadless) electrocardiogram from an implanted defibrillator (ICD) included unrecognizable and unattributable artifacts. The ICD remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.